Event description:
It was reported the patient experienced overdose symptoms, which included being hypoxic and unconscious. It was noted, the patient presented to the emergency room (ER) on the date of this report. Narcan was given and the patient ¿snapped out of it.¿ the healthcare provider (hcp) wanted to know how to turn the pump off and the hcp did not have a programmer. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported the patient ¿could not hardly stand the medication since being implanted.¿ it was noted ¿it was diluted down 60%,¿ but the patient could not seem to handle the medication and it was at its lowest. It was unknown what the dose and concentration were. The patient was wondering if there was another drug that would work better for arthritic pain that was not a narcotic. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).